Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-110818. This report was submitted as a correction report of the previously submitted report. Evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported information from a physician alleging their patient is experiencing possible contact dermatitis, scalp irritation, hair thinning, scabbing, and redness, which are believed to be caused by the mask strap. There is an allegation of product malfunction, and the patient has sought medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The product associated with this complaint was not returned to the manufacturer. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information from a physician alleging their patient is experiencing possible contact dermatitis, scalp irritation, hair thinning, scabbing, and redness, which are believed to be caused by the mask strap. There is an allegation of product malfunction, and the patient has sought medical intervention. The investigation is on-going and the device has not yet been returned to the manufacturer for evaluation. A report will be filed with all applicable regulatory agencies.